Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported speaker error which was not reproduced. The reported condition was not verified. Evaluation found that the issue was attributable to ec 616. The cause was identified to be a back flex failure. The rear case flex was replaced to correct this condition. The should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.